Manufacturer narrative:
Physio-control downloaded the electronic patient records from the reported event for review. Upon review of the electronic records, physio-control was still unable to verify the reported issue. Physio-control did observe that there were 3 low battery messages in the record, indicating that the batteries installed in the device were low during the event. The cause of the reported issues could not be conclusively determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to use their device on a patient, the device would not power on. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because the patient's heart rhythm was in pulseless electrical activity (pea). A backup device was also available during the event, but the customer did not indicate whether or not the backup device was used to treat the patient.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to use their device on a patient, the device would not power on. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because the patient's heart rhythm was in pulseless electrical activity (pea). A backup device was also available during the event, but the customer did not indicate whether or not the backup device was used to treat the patient.